Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a software error detected alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. Formatted history file confirmed pump error 53 due to software error. Unit received with cracked retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with faded and stained serial number label.